Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-07493, 1627487-2019-07494,1627487-2019-07495. It was reported the patient experienced discomfort located at the lead site. Surgical intervention may occur later to address the issue.